Event description:
Explanted and replaced defective sims deltec port-a-cath. Medical record states, "noted within the past several weeks, that there was a leak at the bend by the external jugular where it was placed."